Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system was not able to start up. Review of the system log file showed that there was malfunction in the flex vision pc and the host pc was not able to connect with the flex vision pc. Upon troubleshooting, fse confirmed that flexvision pc was preventing to boot up. The defective flexvision pc was returned to philips for analysis and the flexvision pc failure couldn't be conclusively determined by supplier part analysis. To resolve the issue, fse replaced the flex vision pc, reloaded the software and configured the pc settings. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.